Manufacturer narrative:
Philips service replaced geo module, kit joysticks geo_imag_elastomer, and geo module bipl kit wp, and tested the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that arm immobile due to geo module fault on a allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.